Manufacturer narrative:
A medtronic representative, following-up at the site, reported completing another procedure with the same surgeon and the navigation system functioned properly and was accurate throughout the case. No further issues have been reported. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A site representative, registered nurse (rn), reported that while in a cranial tumor resection, the surgeon alleged a 1 inch inaccuracy in the posterior direction when in the brain, sterile. The patient was registered using fiducials and pointmerge registration. The surgeon registered successfully, had the tumor inside the green sphere and confirmed accuracy. The surgeon did not confirm accuracy immediately after going sterile. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.